Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure on (B)(6) 2004 due to periprosthetic proximal fracture. It was further reported patient underwent a second revision procedure on (B)(6) 2007 for hardware removal. The patient was again revised on (B)(6) 2012 due to aseptic loosening and poly wear.